Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while closing skin, 2 suture threads broke. Additional suture was utilized to complete the case and resolve the issue. There was no patient injury.